Event description:
The surgeon implanted a cq2003v lens in 2004 in pt's right eye. In 2004 the pt developed anterior uveitis exhibited by flares and cells in the anterior chamber. This is associated with precipitates on the intraocular lens. The lens remains implanted. Surgeon has prescribed topical steroids for treatment. The pt's pre-op visual acuity 20/200.